Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6), 2026. During the procedure, the cinch cut the suture but failed to deploy. The procedure was completed with another suture cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy.